Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) investigated the device. However, omsc could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed by operating the detergent sensor and the detergent pump alone. Omsc also confirmed the appearance of the device. However, no malfunction of the device was found. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. The propeller was accidentally stuck because a small amount of detergent remaining in the detergent sensor could not be removed. The eccentric cam of the detergent pump was locked. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus field service engineer visited the user facility and confirmed the device, however, the reported phenomenon could not be reproduced. Olympus field service engineer replaced the detergent pump and an inner sensor based on a request by the user facility. Since then, this phenomenon has not recurred. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user noticed that the detergent replacement indicator remained light on the display of the device. There was a possibility of insufficient cleaning of the endoscope. There were no reports of patient injuries related to this incident.